Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed stuck button. The patient's blood glucose was between 100 mg/dl and 150 mg/dl. Troubleshooting was initiated for the stuck button alarm. The customer did not press a button down in excess of 3 minutes. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed leak test. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit was received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.